Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged. Evidence is suggestive that the rv lead was repositioned during the surgical procedure to replace the right atrial (ra) lead. The lead remains in-service. No additional adverse patient effects were reported.